Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿a retrospective analysis of late open conversions following failed endovascular aneurysm repair¿.  Aytekin b, bogaçhan akkaya b, levent mavioglu h, zafer iscan h reviews in  cardiovascular medicine. 2024; 25(10): 363 https://doi.org/10.31083/j.rcm2510363 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ a retrospective analysis of late open conversions following failed endovascular aneurysm repair¿. The time frame of this study was over a seven year period. 70 patients were included in the study. Sixteen patients comprising eight elective and eight emergency procedures, underwent open surgical repair following evar. Multiple manufactures products were implanted including endurant ii stent grafts in 5 patients. The following adverse events occurred: rupture, infection, multiorgan failure, pulmonary complications, renal failure, intervention, explant no further information was provided pertaining to medtronic products.